Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up and is giving an error message button stuck at start up. Review of the system log file showed that the handswitch safety failed, handswitch is active on startup. Upon further troubleshooting action, the fse found that the injector hand switch was defective. The fse replaced the hand switch. After replacement of the hand switch, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system will not boot up and is giving an error message button stuck at start up. The system was in clinical use. There was no reported patient or user harm. The customer rebooted the system multiple times without resolve. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hand switch. The fse replaced the hand switch and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.